Event description:
Device malfunction: none; symptoms / ae: hypotension; time of ae: after the procedure. It was reported that post a right internal carotid artery stenting procedure, the pt became hypotensive and was treated with a levophed. Three days post-procedure, the levophed was discontinued. Four days post-procedure, the hypotension resolved and the pt was discharged to home. There was no add'l info provided.

Manufacturer narrative:
Study event. There was no rx acculink malfunction reported. Hypotension is a known potential adverse effect associated with the use of the device as listed in the rx acculink instructions for use. A review of the finished device lot history record did not reveal any non-conformities which could have contributed to this event.